Event description:
Boston scientific crm received information that this pacemaker and lead were explanted, due to infection.

Manufacturer narrative:
A new pacing system was successfully implanted. The explanted products were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.